Manufacturer narrative:
(B)(4). Date sent: 3/12/2024. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Report submitted in error.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Please provide specific details of trouble shooting steps taken in attempt to open the device prior to cutting the device off. Were there any patient consequences? What anatomical structure was stapled with this device? Which reload color was used? What was the surgical procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the device stopped firing on tissue and couldn't get it out. They had to cut it out with another stapler. They changed the battery but believes they didn't use the manual override. No patient harm was reported.